Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to verify the reported issue. The power pcb assembly was replaced to resolve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.